Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.

Event description:
The surgery took place on (B) (6) 2010. The surgeon was using a sequoia dorsal height adjuster when the tip broke off into the surgical wound. The surgeon retrieved the instrument piece from the wound without complication. There was no harm to the patient and no surgical delay. The surgeon was able to use other instrumentation that the sales representative had available to complete the surgery as indicated.